Event description:
It is reported that the patient experienced pain.

Manufacturer narrative:
Neither x-rays nor surgical notes were returned. Component fit and orientation is unknown. Patient medical history is unknown, as is rehabilitation protocol and adherence thereto. It is unknown if the patient experienced any unreported traumatic event. With the information provided, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.